Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted due to sui and pop. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent a robotic assisted lap. Supracervical hysterectomy, sacrocolpopexy, insertion of mesh rectocele repair and cystoscopy on (B)(6) 2011 due to uterovaginal prolapse, rectocele and weakened pelvic fascia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop. On (B)(6) 2009 the patient underwent a mesh revision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/05/2016.